Manufacturer narrative:
Updated b.5 an h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the death was due to the stroke.

Manufacturer narrative:
Image review: a total of fifteen intraprocedural media files were submitted for review. The absence of the patient's executive summary limited the ability to conduct a comprehensive anatomical assessment. Though, it was documented that the patient¿s aortic root angulation exceeded 70 degrees. As stated in the instructions for use (IFU): implantation of the bioprosthesis is not recommended in patients with aortic root angulation (the angle between the plane of the aortic valve annulus and the horizontal plane/vertebrae) of >30° for right subclavian/axillary access or >70° for femoral and left subclavian/axillary access. Evidence indicates that multiple deployment attempts were made with suboptimal positioning ¿reportedly six in total¿after which the valve was withdrawn. Note: deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. During these attempts, a guidewire exchange was performed; however, the specific steps of this exchange were not detailed in the documentation. As noted in the IFU: while the catheter is in the patient, ensure the guidewire is extending from the proximal end of the catheter. Do not remove the guidewire from the catheter while the catheter is inserted in the patient. A new valve was then prepared and confirmed to be loaded satisfactorily. This new valve also required multiple deployment attempts and was ultimately released on the fifth attempt. Throughout the procedure, the patient experienced st-segment elevations, conduction disturbances progressing to complete heart block, and hypotension necessitating cardiopulmonary resuscitation. The final angiogram demonstrates a deployed valve that appears to be positioned deep; however, due to the suboptimal quality of the imaging, assessment of aortic regurgitation or paravalvular leak is challenging. Updated b.5, imf code, and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the temporary pacing wire was unable to be removed. Following the procedure, the patient had a stroke and remained hospitalized.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: ID: evfxplus-34; serial/lot: (B)(6); UDI: (B)(4); manufactured date: 2025-04-28; use by date: 2027-04-28; implant date: na; FDA site ID: p1020. Continuation of d10: concomitant medical devices in use during the event include: product ID: l-evolutfx-34product serial/lot number: (B)(6); implant date: na explant date: na product ID: evfxplus-34 product serial/lot number: (B)(6); implant date: (B)(6) 2026 explant date: na product ID: d-evolutfx-34 product serial/lot number: (B)(6); implant date: na explant date: na product ID: l-evolutfx-34 product serial/lot number: (B)(6); implant date: na explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, following insertion of a temporary transvenous pacing wire and primary access via the right femoral artery with a 22fr long non-medtronic sheath, st elevations were observed, indicative of possible myocardial ischemia or injury. Right coronary artery angiography was performed and showed no obstruction, and the st elevations resolved with time. The valve was 80% deployed and was too shallow on the left coronary cusp (lcc). After the first valve deployment attempt, the patient developed complete heart block (chb) and was supported by temporary transvenous pacing. The next two deployment attempts were again shallow on the lcc at 80% deployment. The valve was deployed a fourth time and was positioned too deep, and the patient became hypotensive after a prolonged pacing run at 180 beats per minute (bpm), requiring cardiopulmonary resuscitation (CPR). Once stabilized, the non-medtronic guidewire was exchanged for a different non-medtronic guidewire. The fifth deployment attempt to 80%, the valve was shallow on the lcc side. On the sixth attempt to 80%, the valve dislodged into the left ventricular outflow tract and was fully recaptured and removed from the patient. A second system was prepared, and fluoroscopy was performed . The valve was 80% deployed and was shallow on the lcc. The second deployment to 80% was too deep. The patient again became hypotensive after a long pacing run at 180 bpm and required CPR. The patient experienced monomorphic ventricular tachycardia, and preparati ons were made to charge the defibrillator, but the arrhythmia resolved spontaneously. The third and fourth deployment attempts were deep at 80%. The final deployment was at 7 mm ncc and 11 mm lcc and resulted in no paravalvular leak, no aortic insufficiency, and no mean gradient. Post-procedure, the patient¿s rhythm returned with right bundle branch block, and the temporary transvenous pacing wire remained in place. The patient had a horizontal aorta (>70 degrees) and a low calcium score.

Event description:
Additional information was received that a permanent pacemaker was implanted two days post valve implant. The first computed tomography (CT) performed did not show a stroke, however the second CT performed did reveal an ischemic stroke. Slurred speech after the procedure was seen followed by loss of consciousness. The stroke symptoms presented within the first few hours following the valve implant. Per the physician, the cause of the stroke was due to multiple recaptures and rounds of rapid pacing. Per the physician, the patient's pre-existing coronary disease and age of the patient contributed to the stroke. The patient had slow neurologic recovery following by mixed respiratory failure, requiring bipap (bilevel positive airway pressure) machine and eventually having respiratory arrest. The patient died nine days post valve implant.

Manufacturer narrative:
Updated b.2, b.5, h.1 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction h.11 product analysis: product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with the handle and capsule partially opened. Delamination was observed over the nitinol reinforcing frame of the capsule. The device was received with the tip retract housing left and right separated from the device. It was not possible to retract the capsule while the tip retract housing component was detached from the device. The left tip retract housing appeared slightly damaged but was able to be clipped back into its correct position. Once the tip retract housing was clipped back into its correct position on the dcs the handle functioned properly, allowing for both retraction and advancement of the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Kinks were evident to the mid-section of the inner member. No other deformation evident to the remainder of the device. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in a heart valve return kit jar, fully submerged in a cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve appears crimped. All leaflets exhibited signs of creases, and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.